Manufacturer narrative:
Manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. Medical records were provided and reviewed. Approximately three years and one month later, computed tomography (CT) revealed that there was no caval perforation. Relationship of struts to the wall of the inferior vena cava was grade 1 consistent with tent. There was a left-sided tilt measured about 16.12 degrees. No migration noted. Therefore, the investigation is confirmed for the alleged filter tilt. The definitive root cause could not be determined based upon available information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. (Expiry date: 05/2019).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with cerebral venous thrombosis. Approximately three years and one month post filter deployment, a computed tomography (CT) revealed that the filter tilted. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.